Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps moved to the closed position, but then would not open. Procedure details information is unknown. There was no patient injury reported. Additional information received clarified that there were three pair of forceps that moved initially to the closed position, but then would not open again. This occurred during a vitrectomy surgery, but prior to any patient contact thus, there was no harm to any patient.

Manufacturer narrative:
A sample forceps was received in the opened original packaging including the cover foil. The device history record for the affected lot was reviewed. The product was released according to acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. After cleaning, it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed by the manufacturer in 2018 led to an improvement in the manufacturing process whereby the bonding process was enhanced by increasing the amount of glue the operator applies to the device from 3 drops to 4 drops, ensuring a better connection between tip-tube and sleeve. Forceps devices manufactured at the location of the customer's complaint sample had not yet been informed about the process of including a 4th drop of operator applied glue. The process of having the operator apply an additional, 4th drop of glue to the device during manufacturing instead of three drops was reported to the manufacturing site which produced the customer's sample and, meanwhile, the process of adding the additional 4th drop of glue to the device during manufacturing has since been implemented. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).